Manufacturer narrative:
(B)(4). Medical product: regenerex tibial components, cat#: 141276 lot#: 627520, regenerex tibial components, cat#: 141369 lot#: 300080, vanguard patella components, cat#: 184770 lot#: 473790, vanguard complete knee system, cat#: 189122 lot#: 453860. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown at this time]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04896, 0001825034-2017-04897, 0001825034-2017-04898, 0001825034-2017-04899, 0001825034-2017-04900. Product location unknown.

Event description:
It was reported that the patient was revised, eleven months after initial implantation, due to an infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. No product issue was identified with the implanted zimmer biomet product. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The surgeon stated a competitor's wrist plate was the source of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.